Event description:
The device was also replaced as the physician could not definitively identify the cause of the oversensing and shocks. Additional information was received and an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Additions/corrections to (B)(4) report: device brand name, type of device, device model and serial numbers, lead implant date. Evaluation summary: (B)(4) no anomalies found.

Event description:
The device was also replaced as the physician could not definitively identify the cause of the oversensing and shocks. No patient complications were reported as a result of this event.